Manufacturer narrative:
Pump received with the motor arm cannot communicate with the main arm and software error detected confirmed in the history file (linenumber = 102, filenumber = 99 ). Problem isolated to electronic assembly.

Event description:
Customer reported via phone call the motor arm cannot communicate with the main arm and software error detected alarm on the insulin pump. Customer¿s blood glucose level was 91 mg/dl. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.